Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a stent placement procedure in the pancreatic duct which was performed on (B)(6) 2015. According to the complainant, during the preparation, the stent barb kinked. A fold line was noted on the stent barb when the device was being flushed. The procedure was completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation found that the stent was kinked at 1.2cm from the tailing end. A dimensional verification was performed and found that the stent was within specification.   The investigation concluded that the stent likely kinked due to the handling aspect during shipping, storing, or unpacking. Therefore the most probable root cause is ¿handling damage.¿   a review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a stent placement procedure in the pancreatic duct which was performed on (B)(6) 2015. According to the complainant, during the preparation, the stent barb kinked. A fold line was noted on the stent barb when the device was being flushed. The procedure was completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.